Manufacturer narrative:
(B)(4). Evaluation of the returned device found that a posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as evidenced by damaged anterior cuff tabs and anterior needle barb. During lab testing, the plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. The needle trajectory of every device is checked twice during manufacturing. Based on the successful test of the devices needle trajectory, the probable root cause for the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, there was no suture attached to the anterior needle. The device was removed over a guide wire and a starclose se device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.